Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with heavy calcification and moderate tortuosity. The 2.25x8mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was resistance with the anatomy during advancement and the balloon ruptured at 4 atmospheres (atms) during the first inflation. A leak was noted on angiogram and the pressure did not increase with use of the indeflator. There was no resistance when the balloon was removed. A pinhole was noted at the distal part of the balloon. Another balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.